Event description:
It was reported that the insulin pump did not alarm no delivery when the customer was not receiving insulin for an hour. The customer changed the infusion set and noticed that the cannula was bent. Troubleshooting could not be performed because the customer did not have a tubing clamp available at time of call. Advised the customer that a tubing clamp will be sent to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.